Event description:
The customer reported a loss of a diagnostic live image. No pt or user injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller pcb was evaluated and reseated. The system was tested and found to be working as intended and returned to service.